Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008, to investigate the event. The fse inspected the instrument and he found no hardware issues. A definitive root cause could not be determined for this event. This is a single event involving unspecified number of pt samples. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on the access 2 immunoassay system for unspecified number of pts. The initial erroneously elevated results were reported outside the lab. The customer only provided pt data for one pt. The pt samples were retested and the result were within the normal reference range. A corrected report was reported outside the lab. It is not known if there was any change to the pt treatment. There are no indication of an adverse event or any medical intervention to prevent serious injury.